Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of (B)(4) visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release from the device. This was repeated with the same result for the next two staples. To simulate insertion into the skin, a simulated skin pad was used. The next staple was successfully fired into the skin pad. However, the second staple fired into the skin pad was unable to form properly. The remaining (B)(4) staples all were successfully fired into the simulated skin pad. The slight misalignment of the staples caused one staple to misfire. Additional testing was not required as a part of this complaint investigation. The lot number was not reported. However, a potential lot number was confirmed with the distributor. The potential lot number is 73a2200161. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented one of the remaining staples from properly forming. The sample was disassembled, and no defects or anomalies were observed. All but one staple were able to fire properly despite the misalignment. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124.